Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula event due to which the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was 304 mg/dl at the time of the event and got treated with correction bolus via pump. No further information available.